Event description:
It was reported to olympus, that the colonovideoscope had a malfunction in the up direction. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that there was a foreign material clogging the sub water supply channel. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that angulation in the up direction was out of standard value due to wear of the angle wire. The connecting tube was corrugated and the bending section rubber adhesive was broken. Switch 3 was broken and the charge coupled device was broken and discolored. The light guide lens was broken and the coating on the video cable was peeled off. It was noted that the device was cleaned and sterilized prior to being returned to olympus. The customer did not know what the foreign material was and there was no delay in start of precleaning. There were no issues noted with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.